Manufacturer narrative:
(B)(4). Batch # unk. Investigation summary: according to the information received, the reported event for the device was cartridge pan separation. This is an analysis of five photos submitted to ethicon endo surgery for evaluation. During the visual analysis, the following was observed: the first photo shows a blue reload of 45mm on a table with its retained attached and the cartridge pan from the left side appears to be partially dislodged. The second photo shows a blue reload from the cartridge pan area and the sled can be seen in the home position. The third photo shows a portion of a blue reload from the cartridge pan area with batch # t5av2x and the cartridge pan appears to be partially dislodged on this area. The fourth photo shows a blue reload from the sled area and the cartridge pan can be seen partially dislodged from the left side. The fifth photo shows a tyvek from the top view of product code gst45b, lot # u40d88, exp. Date: 2023-05-31. Based on the photos the event described is confirmed, however, no conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited. We value the opportunity to fully analyze the instrument upon its return. As part of ethicon endo surgery quality process all devices are manufactured, inspected, and released to approved specifications. We value your assistance in providing us an opportunity to evaluate the reported event as all information reported to our company is critical to our continuous improvement efforts. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post market surveillance. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that a part of metal located below the cartridge separated from the gst45b reload which caused the scrub nurse not to be able to reload the device in a vats lobectomy case. It was reported that there was no delay in surgery. The procedure was successfully completed. No patient consequence reported.